Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had no motor error alarm during testing. Motor passed motor test. All buttons were functioning properly. No damage in the keypad assembly noted during testing. No unlocked lcd keypad connector during visual inspection. No cosmetic damage noted during testing.

Event description:
The representative reported via phone call that the customer experienced high blood glucose. The representative reported that the act and up arrow button was tight. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.